Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached extension set luer adapter was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample.

Event description:
It was reported, "issue with the statlock. The hard plastic end detached completely from the tubing." Additional information received on 9-may-2023 "resulted in bleeding from the arterial insertion. Fortunately, was identified and treated quickly. The failure of the tubing which was connected to the patient¿s arterial line caused bleeding from the arterial site. This caused each patient to bleed from their artery. Fortunately, the issue was identified before harm came to the patient. Arterial lines are commonly used in the intensive care unit to monitor the hemodynamic status of critically ill patients. The incident caused the interruption of this monitoring. No delay in the delivery of medication to the patient was affected to the best of my knowledge. The tubing was immediately removed and the connection was made from the pressure tubing directly to the hub of the aline catheter."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "issue with the statlock. The hard plastic end detached completely from the tubing.". Additional information received on 9-may-2023. "Resulted in bleeding from the arterial insertion. Fortunately, was identified and treated quickly. The failure of the tubing which was connected to the patient¿s arterial line caused bleeding from the arterial site. This caused each patient to bleed from their artery. Fortunately, the issue was identified before harm came to the patient. Arterial lines are commonly used in the intensive care unit to monitor the hemodynamic status of critically ill patients. The incident caused the interruption of this monitoring. No delay in the delivery of medication to the patient was affected to the best of my knowledge. The tubing was immediately removed and the connection was made from the pressure tubing directly to the hub of the aline catheter.".